Event description:
It was reported by a surgeon that a gastric band has opened, as evidenced by x ray imaging. There was no other patient consequence reported.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.